Event description:
The user experienced sudden pain, migraine and stinging sensation on the left side (ear) and back of the head with the device. Reportedly, tingling sensation was noticed when moving the head to the side making a "zzzit" sound. The user can wear the device right away, but within an hour of use, the device is removed due to severe pain and headache. The issue occurs only when the user wears the device. There was no accident, trauma or significant medical condition reported. The implant site appears healthy with no swelling or redness present. The user has been re-implanted. It was stated in the device explantation report that the reference electrode was severed during removal surgery.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the recipient report the device was explanted for medical reasons, namely pain, migraine and stinging sensation on the implant site. However no device failure could be observed which would explain the reported issues. In addition, in situ measurements show one hi channel, but a cause for it could not be determined. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user experienced sudden pain, migraine and stinging sensation on the left side (ear) and back of the head with the device. Reportedly, tingling sensation was noticed when moving the head to the side making a "zzzit" sound. The user can wear the device right away, but within an hour of use, the device is removed due to severe pain and headache. The issue occurs only when the user wears the device. There was no accident, trauma or significant medical condition reported. The implant site appears healthy with no swelling or redness present. Re-implantation is considered.